Manufacturer narrative:
(B)(4) device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous superficial femoral artery (sfa). This 4mm x 20mm x 144cm sterling es balloon catheter ruptured on the second inflation at 10atms (first inflation 10atms). The procedure was completed with another sterling es balloon catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.